Event description:
It was reported that customer experienced low blood glucose level was 26 mg/dl. Cause was unknown. Reportedly, the customer lost consciousness and a family member took them to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids; although they were not able to recall what type of fluids. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.